Event description:
The manufacturer received information alleging a ventilator was alarming for a high internal oxygen alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's oxygen blending module board was replaced to address a high internal oxygen alarm condition. After further testing the device's interface board was also replaced to address the issue.